Event description:
It was reported that after a da vinci-assisted mitral valve replacement and tricuspid valve repair, the patient experienced post-operative complications and expired. Intraoperatively, after aortic unclamping, a mitral annular disjunction occurred. Consequently, the procedure was converted to an open sternotomy to repair the structural disjunction. The procedure was completed, the patient was transferred to the ICU for intensive postoperative care, and subsequently experienced distributive and cardiogenic shock. The patient then suffered cardiac arrest, did not respond to cardiopulmonary resuscitation efforts, and expired the same day. The surgeon reported that the cause of the event was attributed to the patient's atrioventricular dysfunction due to fragility of the mitral annulus and adjacent tissues. The patient had a history of two prior valve replacements. The surgeon does not believe that the da vinci system, its instruments, or accessories caused or contributed to the reported event.

Manufacturer narrative:
A review of the intraoperative system logs for the duration of the procedure show that the system functioned normally with no error indications related to the reported event. Log review of the 4 subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during the procedure: 30 degree endoscope plus, two monopolar curved scissors, dual blade retractor, micro bipolar forceps, maryland bipolar forceps, fenestrated bipolar forceps, and mega suturecut needle driver. A site history review found no complaints were made for the instruments used during this procedure. Device history record (DHR) review found no non-conformances documented that would be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a mitral valve repair. Intraoperatively, there was a disjunction of the mitral valve from the mitral valve annulus. How the disjunction occurred is not provided. The procedure was completed via an open approach. How the disjunction of the mitral valve from the annulus was repaired is not provided. The patient died in the ICU postoperatively from cardiogenic and distributive shock. How the intraoperative annulus disjunction may or may not have contributed to the post operative shock, and ultimately the death, is not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.